Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not able to produce x-rays due to faulty hard disk. Review of the system log file showed image processor errors. Fse replaced the image disk and recreated the image store. After replacement and recreating the image store, the device was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not produce x-rays. The device was inside clinical use at the time of the event. No harm was reported. A philips engineer visited site and replaced the image disks. The device was returned to expected functionality.